Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous common iliac artery to external iliac artery. A 6f non-bsc sheath was placed. The .035 non-bsc guide wire was advanced and crossed the lesion. The 3.0mm x20mm wanda balloon catheter was advanced and crossed the lesion. Inflation was performed to 8atms for 60 seconds and then 12atms for 60 seconds. During the third inflation, the balloon ruptured at 12atms. The device was removed intact. The 3.0mm x40mm wanda balloon was advanced and inflation was performed. Ivus was performed and an rp wallstent was implanted to complete the procedure. There were no patient complications reported and the patient's status is good. The product is only (B)(4) approved, but it is similar to an approved us device

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).